Event description:
The customer reported to olympus, there was glue on the insertion tube when using the gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, the air/water tube and air/water cylinder had foreign objects were found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1 telephone exceeded character limits. The telephone number is: (B)(6). The device was returned to olympus for evaluation and the evaluation found upward/downward angulation control knob could not be locked securely due to wear of the lock engagement lever, air/water cylinder and air/water tube had foreign objects, air/water cylinder and suction cylinder had no color, scratched plug unit, stained image guide protector, cracked light guide lens, stained connecting tube, and a scratched universal cord. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported issue was found during preperation for use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation and information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing of the endoscope¿ shows how to prevent the event. Olympus will continue to monitor field performance for this device.